Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise and oversensing causing inappropriate automatic mode switch (ams) on the atrial lead were noted potentially due to lead damage. The device was reprogrammed to resolve the issue, and the patient will continue to be monitored. The patient was stable with no adverse consequences.